Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the unit was noisy and vibrates. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. Functional testing could not duplicate the reported complaint. The pump operated to manufacturer's specifications; however, it produces some noise and vibration, especially when over-occluded and running at slow to moderate speeds. The noise and vibration of the returned pump is comparable to existing functional product. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.